Event description:
It was reported that the patient had trouble recharging since the device was implanted, and reported a warm sensation during recharging. Recently, the implantable neurostimulator was not fully charging. It was reported that the ins area and recharger were hot to the touch, and the patient intermittently saw the thermometer icon. It was also reported that there was tissue trauma over the ins, the skin was "thick, dark brown, dry and rough, irritated and burning" in an area about the size of the ins. The area did not reflect the shape of the recharging antenna. In (B)(6) 2011, the patient turned the device off. On (B)(6) 2011, the patient was at the hcp office for a physician mode recharge. Afterwards the patient started recharging, with all 8 bars dark, for 1 hours and 45 minutes. The device did not advance past 0-25%. It was reported that burning at the ins was present all the time, whether on or off. It was reported that the caller was not able to adjust stimulation. A "call your doctor" icon was displayed. A power-on-reset condition (por) was reported. On (B)(6) 2011, it was reported that a new recharger allowed the patient to recharge his ins fully, and a por was reported. The por was cleared by a manufacturer representative on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).